Event description:
The suspect meter exhibited variation intest results when compared with the lab. The following test results were reported: inratio 4.1, lab 3.5. During troubleshooting, it was determined that the patient had a difficult time collecting an adequate sample. Technical support provided further phone training. Patient will run additional tests using new strip lot and call back with results. Six days later, patient called back with the following results: 1st and 2nd try - error 411, 3rd try -3.4. Technical support requested that he call in before he performs his next test so that they could guide him through it. One day later test result- 2.3. Pt is satisfied with test result. No further follow up required.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: inratio 4.1, lab 3.5. During troubleshooting, it was determined that the patient had a difficult time collecting an adequate sample. Technical support provided further phone training. Patient will run additional tests using new strip lot and call back with results. 12/8/2005, patient called back with the following results: 1st and 2nd try - error 411, 3rd try - 3.4. Technical support requested that he call in before he performs his next test so that they could guide him through it. 12/9/2005, test result - 2.3. Patient is satisfied with test result. No further follow up required.